Event description:
This is just the latest event with my freestyle libre 3 sensor. Abbott is now addressing the inaccurate high readings as evidenced in an email I received, but they have not addressed the inaccurate lows. I have had to replace 1 out of every 3 sensors for either one of these 2 mentioned reasons, or I've had sensors that quit working after a few hours or days--they just go dead. Right now, the sensor I just put in on monday aug. 5, is now alarming low nearly every hour, sometimes more frequently. I have rechecked with finger sticks and my blood glucose is fine. I just got 2 lows in a 30 min. Period--which I knew was wrong because I had eaten within that 30 minutes. Sensor read 69 & 68, finger sticks were 124 & 121. I dread calling abbott's customer service to get them replaced as they promise because their customer care staff is foreign, hard to understand & quite rude most of the time. They have had me in tears more than once. They make a person feel stupid & I end up furious. I have been an rn for 40 years, and am not stupid. I do not feel this is not a safe or effective product as it is highly inaccurate much of the time. My internist and I have discussed changing brands, but my insurance readily pays for this brand without hassle, so I dread trying to switch. It is sad that a patient needs to choose between a unreliable product or the hassle of fighting with insurance to try a different brand that may be more dependable. It is completely impossible to talk with anyone at abbott that is actually in the USA. Those customer service reps are foreign based--which in itself should not be allowed!! All of them just read off the same script and give the same song and dance. So far, they have replaced the defective sensors, but not without having to deal with rude customer service who does not seem to care in the least that their product directly impacts and can negatively affect my quality of life, or even staying alive. For months I was told they were not receiving similar complaints to mine, when in fact my local pharmacist even asked me about problems with these sensors. They had numerous reports of false highs, lows, and sensors quitting after a short period. Abbott reps said " no such thing" was happening. Yet, I now get an email acknowledging what I have known ever since starting this system. It is not a wonder it is hard to trust any pharmaceutical company when you have been lied to and over many calls.